Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic, failure to interrogate was observed on the pulse generator. No electromagnetic interference sources were noted. Upon an attempt to check magnet rate on EKG, intermittent pacing was observed on the pulse generator. The device was explanted and replaced successfully. The patient¿s condition before and during procedure was stable.

Manufacturer narrative:
Correction: (B)(4).

Manufacturer narrative:
No conclusion code available. The reported inability to communicate with the device was confirmed in the laboratory and was due to code corruption. The device was tested on the bench and it was noted that resetting the code corruption resolved the communication issue. The cause of the code corruption could not be determined. The device was otherwise normal.